Manufacturer narrative:
Insulin pump had multiple alarms in alarm history screen due to corrupted history file. Insulin pump was unable to complete download due to alarm. Insulin pump functioned properly during the unexpected restart test and self-tests. No unexpected restart or external ram crc error alarm noted. Insulin pump received with cracked case on the bottom right side at display window corner.

Event description:
It was reported the customer had several unexpected restart alarms on their insulin pump. It was also found several displayable history check failed on startup alarms also occurred. Customer was also advised they were unable to upload to carelink due to the displayable history check failed on startup alarm. The customer's blood glucose was 154 mg/dl. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.